Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned; therefore, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A strut of the 3.5x24mm promus element stent became lifted/flared. A competitor stent was used to complete the procedure but the same issue occurred. The physician feels it was caused by the unknown guide catheter. No patient complications were reported and the patient's status is stable.